Manufacturer narrative:
Medwatch (B)(4) was filed to report this event. Product evaluation: analysis results not available; device not returned for evaluation.

Event description:
It was reported that during a sinus surgery the tip of the blade broke off. There was no patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.